Event description:
The customer reported the unicel dxc 600 pro synchron system had cap piercer leak and the tops of the samples tubes were wet. The leak volume was determined to be about 10cc but contained to the instrument. Customer was running qc when the leak discovered. No erroneous results were generated. No exposure reported. The operator wore gloves and laboratory coat while operating the instrument.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the instrument and confirmed a leak from the cap piercer wash station. Fse reported there was debris clogging the waste vacuum line but couldn't see the clog. Fse flushed the waste vacuum line to clear the debris and the leak resolved. (B)(4).